Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not yet evaluated.

Event description:
The customer contacted physio-control to report that their device would not boot up. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not boot up. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The replaced part was not returned to stryker. Root cause could not be determined.